Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complaint, attempts were made to obtain event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13239, 1627487-2021-13240. It was reported the patient was being scheduled for a system explant for an unknown reason. No further information is available at this time.